Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. The patient received anti-tachycardia pacing (atp) and shocks due to ventricular fibrillation (vf). Additionally, the patient received external shocks as well. No additional adverse patient effects were reported. This product remains in-service at this time. No additional adverse patient effects were reported.